Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
During evaluation, it was found the front response button was nonfunctional. There was contamination found under the front response button. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged monitor.